Event description:
It was reported that during a lap appendectomy procedure, there was an incomplete staple line and misformed staples. Another device was used to complete the procedure. No further info is available. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/29/2007. Information anticipated, but unavailable at this time.